Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event. It was indicated that the customer would use a backup pump as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.